Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the luer crack and leak while connecting to the patient central line. The infusion was an unspecified chemotherapy. There was no report of patient harm. Although requested there is no other event details provided by the customer at this time.

Manufacturer narrative:
The customer¿s report of a cracked luer connection was confirmed however the report of leaking was not confirmed. Visual inspection showed that the collar on the male luer had a crack running across the top of one side and continuing along the side of the collar. Further fractures/stress markings within the collar were observed around the edges of the collar. No tool markings or other damages were observed on the male luer. Functional and pressure testing resulted in no leaking. The root cause of the crack is unknown.